Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(4). Batch: 5178519.

Event description:
It was reported that the physician believed that the patient had a spinal meningitis. It was also noted that the patient had isolated headache. The patient was prescribed with antibiotics.